Event description:
The pt reportedly experienced sound quality issues. Programming adjustments were made, however this did not resolve the issue. Testing of the device revealed that it is functioning. X-rays performed revealed abnormal placement of the electrode. Surgery to reposition the electrode will be scheduled.